Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical dept with an unsigned note "pump's touchscreen will not calibrate". No add'l info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen would not calibrate. During testing, the touchscreen responded but they key was misaligned. The touchscreen was calibrated successfully. The probable cause was a broken touchscreen. This was due to contamination from fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.